Event description:
Allegedly, patient suffering mom complications. Additional information receive - 04/08/2016. Allegedly, the patient was revised due to the following mom complications: pain; cobalt and chromium levels were elevated. (Left).